Event description:
It was reported that a user experienced severe hyperglycemia after pausing ilet insulin delivery to charge the pump, then resuming delivery and consuming an unannounced peanut butter and jelly sandwich following treatment for earlier hypoglycemia; the device was reported to be connected and functioning, and the rise in glucose was attributed to the combination of prior suspension and unannounced carbohydrates. Investigation included education regarding meal handling while using the system. Further investigation of this case revealed user-related factors, including pump pause and unannounced meal, as the likely contributors to the hyperglycemic excursion. Symptoms included fatigue without other reported clinical manifestations. Outcomes included no medical intervention or hospitalization, with glucose subsequently trending down after resumption of delivery and monitoring. It was concluded that the device performed as designed and that the event was related to use conditions and carbohydrate intake rather than a device malfunction.